Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the issue initially occurred years ago. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by using third-party charging supplies successfully for the last couple of years, and tandem technical support documented the case for reference.